Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, after placement, attempted rotation was difficult, and when a bit of force was applied to rotate, the pivot guard was fractured. The valve was explanted and a new 19mm non-abbott valve was used instead. There was an extension of the procedure time, but it did not affect the patient's prognosis. The patient¿s current status was reported stable.

Manufacturer narrative:
An event of difficulty rotating the valve and fracture in the pivot guard was reported. Information from the field indicated that pivot guard fractured when a bit of force was applied to rotate the valve. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported damage is consistent with applying external force to rotate the valve. The reported difficulty rotating the valve could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, using the valve holder/rotator and the flexible valve holder handle model 905-hh, or the rigid valve holder handle model 905-rhh, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation.

Event description:
N/a.